Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected: needle holes were found in the needle chamber as well as a small cut/tear. The valve was tested for programming and passed the test. The root cause could for the cut/tear in the silicone housing is likely due to user error, as noted in the IFU silicone has a low tear /cut resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after implantation, during stitching of the patient's scalp, a hakim valve was leaking. Another was used to complete the procedure. There was no reports of patient harm, but did cause a delay of 60 minutes.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.